Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced paresthesia in their left leg. Programming changes were attempted however the patient was continuing to feel symptoms. An x-ray was performed, and the lead was in a ventricle position. A surgical intervention was completed on (B)(6) 2020 where in the lead was repositioned to the dorsal position. Therapy has been reestablished. There were no complications during the procedure and patient was stable.